Event description:
Customer reported the syringe set leaked at the pressure sensing disc. The nurse noted leaking after flushing the tubing. She is not sure but thinks it was during use on a patient, when flushing after a med. There was no patient harm. No other details of the event or patient are available.

Manufacturer narrative:
Manufacturer report date: 05/11/2011. (B)(4). One used syringe set was received for investigation. No anomalies were visualized. During functional testing, leaking was observed from the film on the pressure sensing disc. The customer's report of the set leaking at the pressure sensing disc was confirmed. The root cause of this failure was identified as a manufacturing issue of an inconsistent weld along the circular edge of the pressure sensing disc.